Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving multiple high voltage therapies to treat atrial fibrillation with rapid ventricular rate. Upon interrogation of the device, atrial undersensing was observed. The device was reprogrammed. The patient was stable before, during and after the device interrogation, would be treated with anti-arrhythmic medication and would continue to be monitored.